Event description:
General report received of under/non-delivery. It has been reported that there have been an undocumented number of undocumented cases of under and non-deliveries with the acclaim encore devices. In some cases, the pts rec'd partial doses of therapy, usually tpn. In other cases, the pts have not received tpn all night. There have been several instances of fluctuating blood sugar levels, none requiring medical intervention. There have been no pump alarms reported. No pumps have been isolated or identified by serial number. Though requested, no add'l info was available.